Event description:
Customer reported that after puncture the jugular's vein the catheter could not be advanced (kink in guide wire) and the wire unraveled during threading. As a result a new set was used.

Manufacturer narrative:
(B)(4). The customer returned one guide wire for evaluation. The catheter was not returned. Visual examination revealed the guide wire is unraveled from the proximal weld and has a several kinks throughout guide wire body. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the proximal weld and that the weld was present at the end of the coil wire. The distal weld was attached but was starting to unravel. Visual inspection of the catheter could not be performed as the catheter was not returned. The kinks in the guide wire body measured at 13 mm, 88 mm, 325 mm, and 390 mm from the distal end. The broken core wire measured 603 mm in length, which is within the specifications; therefore no pieces of the core wire appear to be missing. The outside diameter (od) of the guide wire measured 0.796 mm which is within the od specifications. Dimensional inspection of the catheter could not be completed since the catheter was not returned. The undamaged portion of the guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. Functional inspection of the catheter could not be performed as the catheter was not returned. A manual tug test confirmed the distal weld was fully intact. Additional testing of the catheter could not be performed as the catheter was not returned. A device history record review was performed and no relevant manufacturing issues were identified. Instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire was damaged was confirmed through examination of the returned sample. The guide wire was unraveled , and the core wire was broken adjacent to the proximal weld. Dimensional inspection did not reveal any evidence of a manufacturing related issue. A device history record review was performed with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. However, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported that after puncture the jugular's vein the catheter could not be advanced (kink in guide wire) and the wire unraveled during threading. As a result a new set was used.